Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage a the joint of the connection site during use.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8137300. Our records show that this is the only instance of leakage occurring in this batch of pegasus. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage a the joint of the connection site during use.